Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), no anomalies found; the full lead was returned for analysis.

Event description:
It was reported that during the implant procedure, the impedance and threshold was high. The lead was not implanted and a second lead implanted with lower impedance and thresholds in a different location. No patient complications have been reported as a result of this event.